Event description:
The customer reported the ventilator alarmed due to a gas supplies lost: safety valve open occurrence. The customer reported the device was in use on a patient and there was no patient harm. Loss of both air and oxygen gas supplies will affect the function of the ventilator. If the ventilator is operating in normal ventilation mode and no air flow is detected, and the ventilator cannot switch to an oxygen source as it's not detected by the oxygen pressure switch or it's disconnected, the ventilator will alarm and the safety valve will open. The occurrence was not duplicated during service by the manufacturers field service engineer. Performance verification testing was completed and tests passed to operating specifications.